Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis found the instrument had a broken conductor wire at the distal yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Additionally, there was light damage found to the conductor wire's insulation. No signs of thermal damage or tears in the insulation was observed. The insulation exhibited normal wear and tear.

Event description:
It was reported that during central processing, the tip of the fenestrated bipolar forceps instrument was broken and that there was a wire sticking out. There was no report of patient involvement.